Event description:
The hcp reported the patient presented with fever and redness of the skin,. The pump and catheter were explanted due to an infection. A follow up report will be sent when additional information is received.

Manufacturer narrative:
H6: device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.